Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification in the vessel. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Correction- device status changed from not returning to returned. Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent damage was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to calcification in the vessel. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat a mildly calcified, mildly tortuous, de novo, tight lesion in the left anterior descending (lad) artery. Using a femoral access site, the xience v 2.5 x 18 mm was advanced in the patient but it could not cross. The device was pulled back and the stent was noted to have flared struts proximally. The device was removed with resistance and was replaced with a xience v.2.75 x 18 mm and the case was completed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.